Manufacturer narrative:
MDR retraction: the MDR with manufacturer report number (MDR 3005778470-2021-00210 ) was submitted in error. Convatec does not have reporting responsibility in the united states. Please retract the report. The correction (g1) - contact office address: (B)(4).

Event description:
It was reported by the product distributor that there was "a foreign body found inside the package". A photograph depicting the reported complaint issue was received by the complainant. The product was not used, no harm reported. 21 may 2021: *MDR to be retracted cvt does not have reporting responsibility in the united states for this product.

Manufacturer narrative:
Device 4 of 4. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction/serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product distributor that there was "a foreign body found inside the package". A photograph depicting the reported complaint issue was received by the complainant. The product was not used, no harm reported.